Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿geometry movements were partially available¿. Review of the log file showed that enmv is high. Upon troubleshooting fse confirmed the issue occurred due to geo button was not sensitive. The philips engineer replaced geo module. After replacement of geo module the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that during a procedure, after rotating the c-arm for a xperct, a failure occurred and movements were on longer available. A reboot did not resolve the issue. No harm has been reported to philips. Philips is further investigating this complaint.